Event description:
(B)(4). Had essure inserted on (B)(6) 2009. Symptoms worsened dramatically over the 7 years of having the coils. Symptoms included but not limited to, frequent heavy periods, clotting during periods, spotting between periods, headaches (sometimes daily), severe mood swings, extreme fatigue, bloating, bowel problems, pain in left side, gallbladder problems resulting in gallbladder surgery in (B)(6) 2015, 3 fibroids found on uterus each about 1" in diameter found during transvaginal ultrasound on (B)(6) 2016, total laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy performed on (B)(6) 2016